Event description:
It was reported that this system exhibited high, out-of-range pacing impedance measurements (>2500 ohms) from the right ventricular lead. The physician elected to continue with normal monitoring and no adverse effects were reported. The system remains implanted and in-service.